Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Case description: (B)(6) had a "battery capacity low" message on pcu8015 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to perform battery conditioning and emailed (B)(6) service bulletin 592a. If battery conditioning failed, tim will replace new battery.